Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a ventricular assist device (vad) patient was emergently admitted to an outside hospital due to hematuria, high watts and increased vad flow. The patient experienced worsening hematuria while in the local emergency room though the urine cleared later. During this period, a vad high watt alarm was reported up to 9.0 watts, with power reported at 8.4¿8.5 watts and noted as approximately 2.0 watts above the normal range for the speed. Elevated ventricular assist device flow readings were also reported up to 9.2 l/min, with flows reported at 8.2¿8.5 l/min during transfer, and the flow was described as transiently increased before returning to normal. Pump auscultation identified abnormal acoustics described as a "rough" sound, a ¿drag on the rotor" and louder than usual pump acoustics. The alarms were adjusted as the patient was anxious. The patient was hypertensive, medication was started. Intravenous (IV) fluids were initiated and heparin was started approximately four hours after the hematuria and high watt alarm o ccurred. The patient was transferred for escalation of care. The patient was exchanged to a heartmate 3 device due to thrombus.